Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No damage or moisture damage on keypad assembly. Unit was downloaded successfully using thump software for reference. Proceeded with the following testing to assure proper functionality of the unit. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self-test. No unexpected delivery alarms or anomalies were noted during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. No relevant alarms were recorded in adapt to confirm any delivery anomalies or unexpected alarms. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool did not record any events to confirm any battery anomalies. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was received with normal operating currents. Proceed by cutting the unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage was noted on electronic assemblies during visual inspection. However, upon peeling off keypad overlay, cracked u1 lead 6 was noted. Unit was also received with scratched case and pillowing keypad overlay. In conclusion, customer allegations with blank display were not confirmed when unit powered on successfully. Additionally, customer allegations with insulin flow blocked alarms were not confirmed when no unexpected alarms were noted during testing or in download history review. Customer allegations of keypad anomaly were not confirmed when all buttons were responsive during testing. However, under microscopic investigation after peeling off keypad overlay, cracked u1 lead 6 was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump just shut off with no warning replaced. The customer has problems getting the button to stay clicked down, and a flow blockage alarm without a cause. The customer reported no adverse event. The event involved product(s) mmt-242a, mmt-332a, and mmt-1780kl. Troubleshooting was not performed for the insulin flow blocked alarm, and it's a past event. No harm requiring medical intervention was reported. No product return is required for mmt-242a, mmt-332a, and mmt-1780kl

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.